Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. A kink was noted to the locator at the blood inlet hole. No other damage or issues were noted. The sample was returned for evaluation, and a kink was noted in the locator. The complaint could be confirmed for a kinked locator. The exact root cause could not be determined. It is likely that when the locator was inserted into the sheath a kink was formed, possibly due to off axis loading of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal 6 french was introduced post diagnostic peripheral angio through left groin accessed with a precision sheath. The wire from the angio-seal kit was used and during insertion the dilator/artery locator bent and kinked. The device was removed, a glidewire advantage was placed, and another 6 french angio-seal was opened and inserted without issue. The blood loss was less than 250cc. Additional information was received on 29-oct-2025: there were difficulties with sheath insertion. The patient was larger than average. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was in stable condition.